Event description:
It was reported that the rigid video scope had failed leak test during a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had failed leak test during a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h4, h6, h11. Corrected fields: d2a. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: breakage distal fibers, minor debris under light guide connector, blurry image, and light transmission failed. Based on the results of the investigation, it is likely the following led to the malfunction: crack/holes olympus will continue to monitor field performance for this device.